Manufacturer narrative:
The product was discarded. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Brush heads breaking [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown were breaking. The brush heads were breaking within 2 weeks of use. No symptoms developed.